Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. There were no reported malfunctions associated with the resolution 360 clip device. According to the complainant, post procedure, on (B)(6) 2020, the patient heard a pop sound followed by a debilitating burning pain sensation across the lower abdomen and have not been able to return to work due to this pain. On (B)(6) 2020, the patient went to check back with a gastrointestinal (gi) doctor informing them of this pain. On (B)(6) 2020, the patient had gone to the emergency room (ER) as a result of this event; however, no problem was found and the patient was later discharged. Two more days and the patient was still unable to return to work. A call was also received and the patient was informed of three hernias as confirmed through a CT scan. Reportedly, the patient noticed that a clip was not found where it was placed while the patient was viewing the CT scan. Additionally, the patient complained of an increasing abdominal pain in new areas not related to hernia's. It was also noted that on (B)(6) 2021, an upcoming surgery will be performed for hernia. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.